Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in good physical condition. During testing it was found that there was a faulty air-in-line (ail) sensor. The original complaint was able to be duplicated even though the cassette was attached correctly, and that there were no bubbles in the tubing in the area where it passes through the sensor. It was unknown what caused the faulty sensor.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump indicated that the pump had a bad air-in-line sensor. There were no reported adverse events.